Manufacturer narrative:
Device lot number was obtained. (B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The device remains implanted.

Manufacturer narrative:
Implant date was added to field.

Manufacturer narrative:
No device lot number information was supplied; therefore, the manufacturing record history could not be performed. The device was not returned. Therefore, direct product analysis was not possible.

Event description:
On (B)(6) 2016, a gore® acuseal vascular graft was implanted in a patient's upper left arm in an arteriovenous access application. On (B)(6) 2016, an intervention was performed due to a graft clot. The gore® acuseal vascular graft was stented at the venous outflow with a gore® viabahn® endoprosthesis. As reported, the gore® acuseal vascular graft was patent at end of the procedure.